Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with fingerstick glucose up to 420 mg/dl and prolonged readings above 300 mg/dl, despite infusion set changes, cartridge replacements, a new insulin vial, and confirmation that delivery was not paused or alarming; the event resolved when the user transitioned to subcutaneous injections and later improved after using an alternate infusion site with proper insertion technique. Symptoms included hyperglycemia without reported ketone testing, illness, loss of consciousness, or other acute complications. Outcomes included temporary discontinuation of pump therapy and use of multiple subcutaneous insulin corrections, including initiation of long-acting insulin during the episode, with no reported medical intervention or hospitalization. Investigation included review of device delivery data and troubleshooting of infusion sites, insulin source, and connectors. Investigation of this case revealed that delivered volume aligned with device records and that site-related absorption issues were suspected, supported by resolution after site change and correct technique; insulin degradation was considered and de-emphasized when pen-based insulin corrections were effective. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with infusion site or insertion-related absorption variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.